Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the patient was not aware that their pump concentration was decreased and they were not told their refill date. They had a refill in april and the pump went dry in june. To resolve the issue, the hcp refilled the pump and increased the concentration so they could go 6 months between refills instead of a few weeks. The issue was resolved. The patient's weight was unknown and their pump remains implanted and in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine with concentration 1 mg/ml at a dose rate of 0.7 mg/day via an implantable pump for non-malignant pain. It was initially reported that the patient lived in arizona part of the year and had just returned to illinois and their pump went empty. The patient was given "a very small oral prescription" in case she experienced withdrawal symptoms. The pump was to be refilled (B)(6) 2021. Additional information was later received via a healthcare provider on 2021-jun-25. It was further reported that the patient had missed their refill and now their pump was empty. They pulled out 0.1 ml from the pump and planned to refill with a new concentration. It was noted that the reason for call was the healthcare provider would like assistance with programming a single bolus of 0.25 mg, then a bridge bolus to bridge out the old medication. The healthcare provider planned to program the advanced bridge bolus after the single bolus and call technical services back if they needed further assistance. Empty pump considerations were reviewed at the time of the report. Checking for any future volume discrepancies which would help indicate whether there are any issues with the pump tubing or not was also being considered.